Event description:
It was reported that preoperatively to a robotic laparoscopic partial nephrectomy procedure, following the restart of the arm cart assembly (aca) the system gave a non-recoverable error. The whole system was restarted with pulsing blue and then the surgeon console (sc) gave a non-recoverable error. The sc was restarted and booted correctly. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively to a robotic laparoscopic partial nephrectomy procedure, following the restart of the arm cart assembly (aca) the system gave a non-recoverable error. The whole system was restarted with pulsing blue and then the surgeon console (sc) gave a non-recoverable error. The sc was restarted and booted correctly. There was no patient involvement.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field services note indicated that there was a surgeon console communication failure. Communication tests were performed and the surgeon console display computer was replaced to resolve the issue. Functional and electrical safety tests were performed successfully. Evaluation of the logs indicated that the surgeon console had a head tracking velocity error which triggered a recoverable inoperable error code for 'linked to surgeon head tracking failure'. This error can occur from an issue with the surgeon console display computer or head tracker system. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a failure with the display computer. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.